Manufacturer narrative:
Date inaccurate, only the month and year are valid. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that a representative told the patient that the implant would last 2-3 days between charges but the patient had to charge everyday. The patient also noted that the controller interfered with their carelink device and was upset that nobody told them about this interference possibility. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the carelink monitor was too close to the ins controller which caused the issue. The patient separated the two devices. No further complications reported.